Event description:
Complainant reported that pump gave a false occlusion alarm. Missing pins were found during biomed testing with no patient involvement.

Manufacturer narrative:
The testing and investigation results indicate the complaint for missing pins has been confirmed. The feed and flush inlet valve pins were missing. In addition, the testing and investigation confirmed that the pump was damaged upon receipt.